Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative reported that a bent straight suction was discovered that was used in the procedure.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was observed during the procedure. The site opted to compensate with the imprecision and complete the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The patient tracker was returned to the manufacturer for analysis. The tracker was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.